Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient stated they experienced a hypoglycemic event with no initial symptoms and passed out for about five minutes. She was with her family who gave her coke to drink when she was conscious again. She felt better quickly afterwards. Her cgm was reading 4.7 mmol/l but the bg was 2.2 mmol/l. It was not specified when these readings were taken. At the time of the report the patient was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.